Event description:
It was reported that the insulin pump is under delivering. Caller stated that the insulin pump alarmed no delivery, and that the insulin pump only delivered a partial of a bolus that has been programmed for correction. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.